Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-jul-2017, the fse performed the cup transfer test and heard noise coming from the incubator as it spun. The fse cleaned and lubricated the sample wheel, checked for loose wires, observed the led on the home sensor, and replaced the z-axis motor for cup pick up. Several samples were run without error. The most probable cause of the reported event was failure of the z-axis motor.

Event description:
On (B)(6) 2017, the customer reported receiving intermittent error 4153, cup transfer - z home overrun, on their aia-900 analyzer. Technical support advised cleaning the pickup chuck/sensor and checking the waste chute. Follow-up on (B)(6) 2017 indicated that the error persisted and had been occurring for several weeks. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.